Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in august of 2024.